Event description:
A bipap a40 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that the device cannot operate after three starts (error code 88). Error code 88 is a ventilator inoperative code, and the technician recommended the printed circuit assembly (pca) needs to be replaced due to this error. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed. Error code e-96 was also observed by the technician, recommending the replacement of the pca. The device was missing the accessory port cover and there was also the presence of dust/dirt and tobacco contamination.